Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure for a 45cm superficial femoral artery (sfa) occlusion. A 7fr. Non-bsc sheath was placed and a non-bsc guide catheter and guide wire were used to cross. The guide wire was removed and exchanged for a long .014 non-bsc wire. The jetstream was inserted and treatment was initiated. During treatment, a loss of aspiration occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as stable.